Manufacturer narrative:
Lot number was reported as 60115106. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking.  The leak was discovered during multiple steps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.